Event description:
It was reported by the sales rep in japan that during an unknown procedure on (B)(6) 2024, it was observed that the cordcutter device was not sharp enough. Another like device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. (B)(4)

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The investigation has been updated to reflect the correct information: investigation summary: according to the information received, it was reported that the cord cutter in question was not sharp enough, so that another device was used for surgery. Aei the part of the inner shaft where the suture is applied was curved and deformed. There is a possibility that the cord cutter in question was originally distorted and deformed due to forceful gripping. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of the device received. Upon visual inspection, it could be observed that the device shows noticeably marks of wear, the inner shaft was removed from the outer shaft, it was noted that it was dull, also the distal part of the inner shaft were the suture is placed was deformed. When performing the functional test, a sample suture was used, it was placed on the cutting hole and the trigger was pressed, the suture could not be cut. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The device must be properly inspected prior to each surgical use. As per IFU-108484 inspect for damage prior to use. Replace a damaged, worn or bent instrument. Do not attempt to straighten or sharpen. End of useful instrument life is generally determined by wear or damage from handling or surgical use. Inspect instruments between uses to verify proper functioning. A manufacturing record evaluation was performed for the finished device lot number: 19r06, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the cord cutter *ea would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly. D9: the date device returned to manufacturer has been updated to reflect the correct information.